Event description:
Allegedly, after a lithotripsy procedure on a bi-lateral amputee, pt was admitted for hematoma resulting in an 8 unit blood transfusion. There was no malfunction of the unit reported. This effect may be due to pt's overall condition pre procedure and the possible use of contra-indicated blood coagulant.

Manufacturer narrative:
The device underwent full service eval; no problem found with device function and system was operating within MFR's specs. Event occurred at (B)(6) hospital.